Event description:
The reporter stated that the surgeon implanted a aa4207vf plate silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. It was unknown what caused the lens to tear. The injector model was used was a msi-tr, the reporter was unable to provide the lot number and the cartridge model that was used was a st-45, lot number 1191760.